Event description:
It was reported that this pacemaker device was found in safety mode. It was recommended to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.